Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11295r10, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-jul-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-12, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (505 mcg/ml, 28 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had symptoms of pain and increased spasticity. The patient had excess fluid in the pump pocket. There were no reported environmental, external, or patient factors that may have contributed to the issue. Diagnostics/troubleshooting performed stated a dye study of the catheter showed area of dye collection around area of catheter entry point into spine. The patient would be referred to surgeon for catheter replacement. The issue was not resolved at the time of this report. Surgical intervention was planned, but not scheduled.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient's system had not been functional for at least a year. The patient was scheduled for a pump revision/replacement but the physician though it would be best to remove the entire system and replace at a later date. When the physician opened up the spinal portion they noticed that the catheter was cracked and it was leaking csf. The pump was implanted in the patient's abdomen and the abdominal pocket was full of csf as well. Everything was removed including the pouch. When the catheter was being pulled from the spinal portion to abdominal pocket the catheter broke and remains inside the patient. The majority of the catheter was removed.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot# j11295r10, implanted: (B)(6) 2002, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, lot# j11295r10, implanted: (B)(6) 2002. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the catheter revision date has not been resolved, and it was unknown when it would be. The cause of the issue was not determined. They were unsure if the device would be returned for analysis. There were no further complications reported/anticipated.